Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. The customer was driving home and will manually inject to treat the high blood glucose reading. The customer states that she has been experiencing high blood glucose readings and when she goes to bolus she is receiving an insulin flow blocked alarm. The customer was assisted through troubleshooting. The customer reports that insulin does not exit with plunger push and that there is greater than normal resistance with plunger push. The customer was advised that the alarm was caused by the infusion set and reservoir connection. The product will be replaced. The product was returned for analysis.